Event description:
It was reported by service report that both side rails were damaged and could not be locked in the upright position. The customer could not determine if there was pt involvement, however no adverse consequences were reported.